Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to turn off bluetooth on two other smart devices and turn off the receiver, then pair transmitter with another smart device. No additional patient or event information is available.